Event description:
On (B)(6) 2012 the pt reported that e1 (cartridge depleted) error was displayed on the infusion device and he does not recall receiving the a1 (cartridge low) alert. He was assisted in changing the insulin cartridge. The pt reviewed the device alarm history and no a1 was listed. He stated that the insulin cartridges are full when inserted into the infusion device and he properly adjusts the piston rod. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced. The infusion device, battery, and battery cover were requested to be returned for eval.